Manufacturer narrative:
The investigation of hemolysis and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient presented with lethargy and extreme fatigue and discomfort. Radial access was gained and the right coronary artery was 100% proximally occluded. The following day after start of impella mcs, it was noted that the patient continued to have limitations to impella flow despite adequate position and preload. The next day it was noted that the patient's hemodynamics looked "worse" suggesting right ventricular dysfunction. Approximately four days later, the patient experienced hemolysis and was followed by thrombocytopenia during the impella mcs. The patient was given three units of platelets and one unit of red blood cells in response to the conditions. Support was continued with the implanted pump. However, the patient continued to become worse. The physician discussed starting continued renal replacement therapy through the extracorporeal membrane oxygenation (emco) circuit. Approximately six days later, day 11 of support, extremities were mottled, oozing yellowish blood from previous femoral ECMO sites. The patient was noted to be in irreversible organ failure and subsequently expired.